Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
An attorney alleges the patient suffered physical and other injury as a result of the recalled lead. Attorney also alleges as a result of the "defective" lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish". It is further alleged the patient "suffered bodily injury, resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient death. No allegation from a healthcare professional that the death was device related. Cause of death researched and not received.